Manufacturer narrative:
(B)(4).

Event description:
It was reported that physical damage occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Off-label 351. Product was provided for investigation. An external visual inspection was performed and failed. Physical damage was not found within the investigation window. The allegation was not confirmed. However, a broken sensor wire was found in connection to the reported allegation. The probable cause of the broken sensor wire could not be determined. No injury or medical intervention was reported.